Manufacturer narrative:
Complaint conclusion: during pre-dilation with a saber balloon catheter (5mm x 4cm 90cm) to a lesion in the left common iliac artery, it was reported that the balloon ruptured. The balloon was changed to another saber balloon catheter (5mm x 4 cm 90cm) but it also ruptured. Therefore the balloon was attempted to be removed from the patient. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. However it got stuck at stent strut and calcified lesion. It could not be removed. Furthermore the balloon separated at the proximal marker approximately 1cm from distal portion. It was left in the body. The physicians tried to retrieve the balloon by sneck snare and part of inner shaft could be retrieved. After that, biopsy was used for retrieve it, but could not make it. Additionally, tip marker of micro catheter also separated and it was left at the internal iliac peripheral. The procedure was retreatment. In 2012, a non-cordis stent (7mm x 57mm) was placed at both sides of the common iliac artery. The right common iliac artery was in-stent restenosis and the left is in-stent occlusion. During the revascularization, a guidewire crossed the right common iliac artery, pre-dilation was performed and two stent (10mm x 60mm and 10mm x 40mm smart stents were placed. There was no difficulty removing the products from the hoop or from the protective balloon covers or difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The devices were prepped normally, maintaining negative pressure. The following information is unknown: the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, if the same indeflator was used successfully with other devices, if there was any re any resistance/friction while inserting the balloons through the rotating hemostatic valve or while inserting the balloons through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheters through the vessel or difficulty crossing the lesion, if the catheters were ever in an acute bend, if there was a kink in the area of separation, if there was any unusual force required with the balloon catheter that separated. The patient¿s current status is unknown. The lot number for the second saber balloon used in the procedure is unknown. One product was returned for analysis. (B)(4). One non-sterile unit of saber 5mm x 4cm 90cm balloon catheter was returned. Per visual analysis the balloon was returned burst; the middle distal section of the balloon along with the distal body of the device were separated and were not returned for analysis. No other damage was noted on the device. Functional analysis was not performed due to the condition of the returned balloon. Per sem analysis evidence of abrasion marks and scratches were revealed that could be related to the balloon separation. The internal surface did not reveal any evidence of damages. Inner body separation revealed evidence of elongations. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. A device history record (DHR) review of lot 17294627 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral),¿ ¿balloon withdrawal difficulty-snagged/caught on stent¿ and ¿balloon separated-in-patient (peripheral)¿ were confirmed through analysis of the returned device ((B)(4)). The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification, mild tortuosity and a rate of stenosis of 100%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis, as well as stretching and elongations on the inner body indicative of pulling forces being applied to the device. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device ((B)(4)) was not returned for analysis. The exact cause could not be determined. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant products: guidewire ((B)(4), st.jude medical), micro catheter ((B)(4), tokai medical) and wire ((B)(4), boston scientific). (B)(4). (B)(6). This is one of two products involved with this event in which associated manufacturer report numbers is 9616099-2016-00231. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During pre-dilation with a saber balloon catheter (5mm x 4cm 90) to a lesion in the left common iliac artery, it was reported that the balloon ruptured. The balloon was changed to another saber balloon catheter (5mm x 4 cm 90) but it also ruptured. Therefore, the balloon was attempted to be removed from the patient. However it got stuck at stent strut and calcified lesion. It could not be removed. Furthermore the balloon separated at the proximal marker approximately 1cm from distal portion. It was left in the body. The physicians tried to retrieve the balloon by snake snare and part of inner shaft could be retrieved. After that, biopsy was used for retrieve it, but could not make it. Additionally, tip marker of micro catheter ((B)(4), tokai medical) also separated and it was left at the internal iliac peripheral. The procedure was retreatment. In 2012, a non-cordis stent (7mm x 57mm) was placed at both sides of the common iliac artery. The right common iliac artery was in-stent restenosis and the left is in-stent occlusion. During the revascularization, a guidewire ((B)(4)) crossed the right common iliac artery, pre-dilation was performed and two stent (10mm x 60mm and 10mm x 40mm smart stents were placed. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. There was no difficulty removing the products from the hoop or from the protective balloon covers or difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The devices were prepped normally, maintaining negative pressure. The following information is unknown: the contrast media used, the contrast to saline ratio, the type and brand of inflation device used , if the same indeflator was used successfully with other devices, if there was any re any resistance/friction while inserting the balloons through the rotating hemostatic valve or while inserting the balloons through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheters through the vessel or difficulty crossing the lesion, if the catheters were ever in an acute bend, if there was a kink in the area of separation, if there was any unusual force required with the balloon catheter that separated. The patient's current status is unknown. The lot number for the second saber balloon used in the procedure is unknown.